Event description:
It was reported that during an unknown procedure, the clips would not hold after placing. No more detail. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the issue occurred on the first firing of the device during a lap cholecystectomy. The device fired on the cystic artery and canal. The clip was fully advanced into the jaws prior firing. There was no torquing or twisting of the device present at the time of the firing. No unexpected noise or unexpected resistance was felt while firing the device.